Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed in the patient line. Reportedly, the infusion set and cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 450-451 mg/dl.